Event description:
It was reported that the patient underwent a procedure at th8-l5 on unknown date. It was reported that a revision surgery to was performed due to l5 radicular symptoms. All primary constructs were removed, and new construct was added at l5-iliac. Bone fusion has been completed at primary fixation levels. The surgeon commented that the incident was not related to the implants.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.